Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was not pacing as required and instead detected oversensed r-waves which led to inappropriate ams episodes. Programming changes were made. No adverse consequences were detected.